Event description:
Customer called to inform ps of a leak in the tubing on this set, by the roller clamp. When nurse closes the roller clamp, the clamp squeezes the tubing and causes the tubing to leak. No patient injury has been reported at this time.

Manufacturer narrative:
Samples has been requested but not received for evaluation. Should sample become available, a follow up report will be filed.